Event description:
A malfunction labeled as code "malf 12" was reported by the customer, but no notable events were reported prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided the customer with pump reset information and assisted with the reset process. However, the customer was unable to reset the pump at the time of the call and planned to follow up.